Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed.

Event description:
On (B)(6) one of stryker¿s variax distal radius plates was put in. Last week the plate had to be removed because the distal row of locking pegs were no longer locked into the plate. The doctor that did the removal said that he was able to pull all 4 out with a hemostat. He put in a competitor's plate because the fracture was not healed.